Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, maryland bipolar forceps instrument was found to have broken conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found to be free of damage or irregularities. During a pulmonary segmentectomy, there was no loss of cautery or signs of thermal damage or arcing associated with a broken or loose cable. The instrument did not collide with any other tools, and no fragments fell into the patient.